Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
(B)(6) called to tell me jaws fell apart during use. He sent a picture and I am going to try to attach. He said they just grabbed a new device and finished. No pt issues. He did not have pt info for me. The end user was pa (B)(6).

Manufacturer narrative:
(B)(4).

Event description:
(B)(6) called to tell me jaws fell apart during use. He sent a picture and I am going to try to attach. He said they just grabbed a new device and finished. No pt issues. He did not have pt info for me. The end user was pa (B)(6).